Event description:
During implant, the left ventricular (lv) lead was implanted but the stylet was difficult to remove. The physician then attempted to reposition the lv lead but the stylet was unable to advance due to suspected, but unconfirmed, lead damage due repositioning the lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.